Event description:
During an in-clinic follow-up, noise due to far-field r-wave oversensing which resulted in inappropriate automatic mode switch (ams) was observed on the right atrial channel of the device. Technical support was contacted and recommended reprogramming to resolve the event, however no known intervention has been performed. The patient was stable and will continue to be monitored.